Manufacturer narrative:
The pump was returned for investigation. A data log was not provided, and it was not retrieved from the remote server. No physical damage was observed on returned product, except the kinked cannula. The impeller was free of biomaterial. The pump was tested in a bucket of water without any abnormalities. The cause of the low pump flow issue was most likely due to a kinked cannula; however, the cause of the cannula kink remains unknown. Product damage (cannula kink) failure mode was added as an investigated failure mode. The cause of the product damage issue was kinked cannula; however the cause of the cannula kink was unknown without sufficient clinical information.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, upon startup, the impella cp pump was unable to achieve flows above one liter per minute. Using fluoroscopy, it was revealed that the cannula kinked distal to the impeller motor. Repositioning was performed but the kink remained. The decision was made to replace the pump with no issues.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.